Manufacturer narrative:
Pursuant to the acquisition of acmi corp by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Device returned in fp#1. Device appears to have been cleaned. Tongs show signs of use with tissue residue. Tongs extend and retract as normal. Tongs do not cross. No sharp edges or burrs found on tongs. Loaded two bands onto device. Device fired as normal in fp #1 and #2. Disassembled device. All parts found intact and normal. No problems found with the device. Product meets specification.

Event description:
The pt's fallopian tube was torn by the product. Physician cauterized with no add'l incident.